Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device had no power. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and noted that the device had no power. It was also noted that the electronic control unit and electric motor was damaged, coupling head and gear components were worn, bearings and seals were damaged. Therefore, the reported condition was confirmed. The assignable root cause was due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.